Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device smells like its had been hot. The event was noticed between cases, located at unit on left side. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The reported event was confirmed by the service technician who performed the evaluation. On 12 march 2019, it was reported from university of (B)(6) hospital & clinics that a tourniquet system was smelling like it was running hot. The customer returned an ats 4000 tourniquet system serial number (B)(4) for evaluation. Evaluation of the device on 21 march 2019 noted that there was no functional issue with the device and that the smell the customer was experiencing was typical of newer devices and that it would fade over time. No repair was performed and the service technician verified that the device was functioning as intended. The device was then returned to the customer without further incident. The device was tested and inspected. While the service technician confirmed that there was a smell with the device, it was noted that the smell is a normal occurrence with a newer tourniquet system which would fade over time and that the device was functioning as intended. As such, there is no failure of the product and the cause of the reported smell issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.